Manufacturer narrative:
The engineering technician was unable to confirm the reported events but noted evidence of non-stryker repair work.

Event description:
It was reported that during a procedure at the user facility a cap came off the bottom of the cordless driver 2; it was also reported that the device was hot and smoking from the bottom of the handpiece. There were no flames or burning smell associated with this event. The procedure was completed successfully without a clinically significant delay, and no medical intervention or adverse consequences were reported.